Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer, with the help of technical support, performed a pump reset and successfully started a new sensor session, resolving the error without further issues.